Manufacturer narrative:
We were informed that the device involved in the reported event was disposed at the facility and it is not available for evaluation. Without the product we are unable to determine the root cause of the reported problem. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A healthcare professional of (B)(6) hospital in (B)(6), has reported that the tube didn't irrigate although it calibrated without any problems. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One collection cassette assembly with tubing was returned wrapped in a bl5425wv pack label from lot v7500. The visual examination found the tubing tangled and wrapped around the collection cassette. The aspiration and irrigation tubing have several large kinks throughout the length of the tubing. Fluid is visible in the IV spike drip chamber and in the irrigation lines. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. The infusion line was also tested and it was not blocked. The assembly did not display weak or reduced irrigation or aspiration during the functional test. We are unable to confirm the reported failure.